Event description:
It was reported that in-stent restenosis occurred. A 18mm x 90mm wallstent was implanted in the common iliac vein. 10 days post implant restenosis was observed within the wallstent. The restenosis was treated with dilation using a xxl/16-6/5.8/75 esophageal balloon catheter. However, during inflation at 12 atmospheres, the balloon ruptured. Upon removal, the physician noticed that the balloon dislodged from the shaft. Subsequently, a 20fr sheath was placed into the jugular vein and the balloon material was snared. The procedure was completed and no patient injuries nor adverse events were reported.